Manufacturer narrative:
D10 concomitant products: oms-t10bt, oms-t10bt blunt tip trocar 10 x5 (lot# p3l0723) oms-t10bt, oms-t10bt blunt tip trocar 10 x5 (lot# p3l0723). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the three balloons physically broke. It was noted that there was no rapid loss of abdominal pressure due to the issue. The problem was resolved by exchanging the broken product for a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the balloon, valve seal, converter doors and the obturator were intact. The inflation syringe was received. Functional testing noted that the balloon was inflated and quickly deflated, a hole was noted. The button was pushed and the valve seal opened and closed properly. The converter doors moved and locked securely in place. It was reported that the balloon had broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the device made contact with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.